Event description:
It was reported that (2) devices were used during a laparoscopic splenectomy. It was reported by the rep that the lcsb5 shears failed to work properly. Another device was used to complete the case. There was no consequence to the pt.